Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in segments and helix testing was not possible. The helix was returned fully retracted and tissue visible in it. (B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular (rv) lead exhibited t-wave oversensing (twos). An effective change of the programming was not possible, therefore the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.